Manufacturer narrative:
The subject device has not yet been returned for evaluation/investigation. Therefore, the root cause of the reported phenomenon could not be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device was found not working. The power was checked and looks like screen is blown (no image). The issue found at preparation for use. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.